Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla). However, the clinician did not follow the manufacturer's instructions for use of MRI. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery. The patient also was hospitalized (specific date and duration not reported) to receive oral antibiotics treatment (specific date not reported) for a week.

Manufacturer narrative:
Device analysis indicated device failure.